Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) out of electrical specification (segments missing). Analysis also found the upper case, lower case, battery release, ring cover, two side bail covers, battery drawer, and battery drawer o-ring are contaminated. Battery contacts are compressed and the ring is bent.

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator had lines in it. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).